Event description:
It was reported that the customer was receiving no delivery alarms during the priming process for his insulin pump. His blood glucose was 113mg/dl at the time of reporting. It was discovered that the alarm was caused by an occlusion in the reservoir and the infusion set. No equipment is being returned. No additional information was reported.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.